Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audible sound coming from the speaker and a speaker malfunction error. No patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) confirmed that the device did not have audio and a speaker error displayed. The fse recommended exchanging the device and repairing the defective device. However, the customer declined the exchange and refused to return the device for repair. Since the device will not be returned to the bench repair for evaluation, the root cause cannot be determined.